Manufacturer narrative:
Device analysis indicated device failure. Device analysis report.

Event description:
Per the clinic, the patient experienced a loud noise and shocking sensation with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, due to migration of the electrode array and patient was reimplanted with another cochlear device during the same surgery.